Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2011, this patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tgt3415/7910565 at distal, tgt4010/8130690 at proximal) to repair a thoracic aortic aneurysm with diameter of 64.8 mm. It was reported that the physician planned to cover left common carotid artery and left subclavian artery, so right axillary artery-left axillary artery and left common carotid artery bypass was made before the procedure to maintain blood flow. The patient tolerated the procedure. On (B)(6) 2011, the patient developed paraplegia. Steroid pulse therapy was performed to treat the paraplegia. On (B)(6) 2011, follow-up examination showed the paraplegia remained. A slight type ii endoleak (origin unknown) was also revealed. A diameter of the aneurysm was 52.5 mm. On (B)(6) 2011, the patient was discharged. The patient discontinued follow-up, so no further information was performed.